Event description:
During the index procedure four impact admiral paclitaxel-eluting pta balloon catheters were used to treat a lesion in the sfa of the right leg (r1). The patient suffered occlusion, of the right sfa and popliteal artery stent (r1) approximately 10 months post index procedure, and a femoropopliteal bypass of the right leg was performed. The investigator assessed that the event was not related to the study device, procedure or drug. The event was resolved.

Manufacturer narrative:
Cec assessed the occlusion event previously reported as related to the device, not related to the drug or procedure.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.